Event description:
It was reported that a pt developed swelling and a rash along the gum-line during use of an appliance fashioned using essix ace plastic material. Further info has been requested, though outcome of the event is not available as of this report.

Manufacturer narrative:
Testing of the pt to determine true allergy to the material is possible, but the most likely treatment is to discontinue use of the appliance and to avoid plastic appliances in the future. An allergic reaction to a retainer or aligner plastic would likely occur in the mouth under the area the appliance covers, due to the close proximity of the plastic to the tissue. Thus, it is possible that the plastic is contributory to the reaction in this pt. Further, allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. The device is available for evaluation, though has not been returned as of this report. Further info pertaining to this event, including evaluation results, will be submitted as it becomes available.